Manufacturer narrative:
Follow-up received on 25-aug-2016: information received from a lawyer on behalf of a female plaintiff states that on or around (B)(6) 2011, she underwent the essure procedure. Shortly after undergoing the essure procedure, a hysterosalpingogram (hsg) test was performed and plaintiff was advised that her coils were properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal bloating, abdominal pain, fibromyalgia diagnosis, excessive weight gain, and chronic fatigue. She never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians but was unable to resolve her symptoms. As a result of her constant heavy bleeding, her treating physician recommended that she undergo surgery to remove her essure coils. On or around (B)(6) 2015, she underwent a hysterectomy to have the essure coils removed. In addition, it was informed that plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had heavy periods and huge blood clots after essure (fallopian tube occlusion insert) insertion. Upon follow up receipt, it was reported that consumer also experienced increasingly severe pain/chronic pelvic pain. She was submitted to a hysterectomy, approximately 4 years after essure insertion. This events are listed according to essure's reference safety information. After essure insertion, abdominal/back/pelvic pain and abnormal genital bleeding/menses pattern changes may occur. In this case, limited information was provided. Nevertheless, given events' nature; causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required (hysterectomy performed). Based on the available information there is no reason to suspect a causal relationship between reported medical events and quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2263, awareness date 30-oct-2015 ). Additional information received on 31-oct-2015 and on 22-nov-2015. It refers to a female consumer of (B)(6) in united states who had essure (fallopian tube occlusion insert) inserted in 2011 for birth control. She had 5 children. Consumer reported that within a few months after insertion, she found out she had hypothyroidism, was diagnosed with chronic fatigue syndrome and always had a weird metal taste in her mouth. Then heavy periods and huge blood clots started happening every month. Her periods before was always about 3 days long and super light. She had an hysterectomy on (B)(6) 2015 to remove essure and finally felt like herself again. She woke up and there was no metal taste in her mouth, her belly from the inflammation of essure that made her look 6 months pregnant had gone down extremely. Product technical complaint (ptc) investigation result received on 22-nov-2015 ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. Moreover, the reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, based on the available information there is no reason to suspect a causal relationship between reported medical events and quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had heavy periods and huge blood clots after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy, approximately 4 years after essure insertion. This event is listed according to essure's reference safety information. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. In this case, limited information was provided. Nevertheless, given event's nature; causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required (hysterectomy performed). Based on the available information there is no reason to suspect a causal relationship between reported medical events and quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.